Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the down/ok keypad buttons intermittently responded to user inputs during testing, the up/contrast keypad buttons required excessive force to activate during testing, it was observed that the contrast key contact was inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination found under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up arrow keypad button intermittently not responding when pressed. The patient claimed the button needs to be pressed several times and with additional force for a response. There was no adverse event associated with this complaint.